Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b5 this report is also being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (bad image quality) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer provided additional information to olympus. The intended procedure was completed using a similar device and there was no delay to patient therapy.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, a minor faded label was found on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had a bad image quality. This was found during preparation for use. There was no report of patient harm.